Event description:
In this event, it was reported that several dental students developed allergic reactions after taking 5-6 impressions each with aquasil ultra impression material on the same day.

Manufacturer narrative:
While it is unknown how many students were affected, it was reported that one of the students went to the hospital and one student rec'd a steroid shot from their doctor and the other affected students took benadryl. All students are reportedly "fine" and back in school. This is an uncommon situation of undergoing 5-6 impressions on the same day and is highly discouraged per the instructions which state no more than 3 impressions per person. While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing was completed. The reported lot expired in may of 2013.